Event description:
It was reported that following repositioning of the right ventricular lead, a loss of capture was observed. It was determined that a perforation had occurred during the repositioning procedure. The lead was explanted and replaced on (B)(6) 2015. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).